Manufacturer narrative:
E1: initial reporter facility name - (B)(6).

Event description:
It was reported that foreign material was present. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During flushing, a severe resistance was felt. A foreign object in the syringe was noted. The device was not used. The procedure was completed with another of same device. There was no patient injury.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. E1: initial reporter fax - updated the device was returned for analysis. Visual inspection revealed, no issues, the device appears to be in good conditions. The returned syringe of 3ml has a foreign material inside. Microscopic inspection revealed device was returned with the tubing heat shrink with wrinkles. Functional testing showed the catheter flushed normally when the imaging core was fully retracted but not flush when is fully advanced.

Event description:
It was reported that foreign material was present. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During flushing, a severe resistance was felt. A foreign object in the syringe was noted. The device was not used. The procedure was completed with another of same device. There was no patient injury.